Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a physician attempted to use an xpert stent in an unspecified vessel below the patient's knee. The stent delivery system (sds) catheter got stuck on a guide wire while being back-loaded. The physician attempted to free the sds by pushing and pulling the sds on the guide wire; however, during this maneuver the stent prematurely deployed on the wire outside of the patient's body. A new xpert stent was used to complete the procedure. There were no patient adverse effects.